Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 1980. It was further reported patient underwent a revision procedure on (B)(6) 1988 for unknown reasons. Subsequently, a revision procedure was performed on the right side on (B)(6), 2007 due to poly wear.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following sections could not be completed as limited information was available: product identification & expiry date, manufacture date. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-00708 & 03309).